Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps did not have enough iodine. This event was noticed before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Sixty-three (63) actual samples were received for evaluation. Eight of the units were received in sealed packages and 55 units were received in opened packages. Visual inspection with the naked eye on the eight unopened samples, noted the samples were properly inserted and in each of the sponges showed the presence of fresh iodine povidone. The reported condition of the eight opened samples was not verified. Visual inspection of the 55 units with the packaging open was performed and it was identified that the sponge was inserted and in the upper part had a light brown hue. Using tweezers, the sponge was removed and it was verified that they contained iodine povidone. The reported condition of the 55 samples was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.